Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033907) on 18-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included malignant hyperthermia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), asthenia ("loss of energy"), loss of libido ("no sex drive") and mood swings ("severe mood swings"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the genital haemorrhage and alopecia outcome was unknown and the asthenia, loss of libido and mood swings outcome was unknown. The reporter considered alopecia, asthenia, genital haemorrhage, loss of libido and mood swings to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New reporter were added. Potential legal case. Case upgrade from non serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033907) on 18-feb-2014. The most recent information was received on 17-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included malignant hyperthermia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), asthenia ("loss of energy"), loss of libido ("no sex drive") and mood swings ("severe mood swings"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the genital haemorrhage and alopecia outcome was unknown and the asthenia, loss of libido and mood swings outcome was unknown. The reporter considered alopecia, asthenia, genital haemorrhage, loss of libido and mood swings to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.